Event description:
It was reported by the facility that when the pt was at dialysis the catheter broke. When the pt went to get the catheter repaired, the physician had difficulty removing the catheter and it broke.